Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed total service. The cse replaced the sample diluter and the sample probe. The cse then calibrated hcg and ran quality control (qc). The cse ran a sample and diluted 4 times, and dilution was in specifications. The cause of the discordant, total human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, total human chorionic gonadotropin (hcg) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same advia centaur cp instrument. The customer sent the samples out to another lab for testing. No results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, total human chorionic gonadotropin results.